Manufacturer narrative:
As reported, a few months ago, an unknown powerflex p3 percutaneous transluminal angioplasty (pta) balloon catheter was used; however, it broke free. They were able to remove it entirely and did not report it. The physician slowly pulled the wire back and the hypotube with the distal end of the balloon still attached came out the skin at the "insertion site of the IV". There was no reported patient injury. The hypotube and distal tip separated from the device at approximately 1.5cm from the distal end. There were no anomalies noted when removed from the package nor during prep. The device was stored and prepped as per the instructions for use (IFU). The user was experienced with the device. The device was inserted through a hemostatic valve. Other procedural details were requested but are unknown, unavailable, or not applicable. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿distal tip separated -in-patient¿ was not confirmed as the device was not returned for analysis. The exact cause of the event could not be determined. It is likely procedural and handling factors contributed to the reported event. The catheter may have been induced to events that exceeded the material yield strength. However, without the return of the device for analysis, it is difficult to draw a conclusion between the device and the events reported. According to the instructions for use, which is not intended as a mitigation of risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, a few months ago, an unknown powerflex p3 percutaneous transluminal angioplasty (pta) balloon catheter was used; however, it broke free. They were able to remove it entirely and did not report it. The physician slowly pulled the wire back and the hypotube with the distal end of the balloon still attached came out the skin at the "insertion site of the IV". There was no reported patient injury. The hypotube and distal tip separated from the device at approximately 1.5cm from the distal end. There were no anomalies noted when removed from the package nor during prep. The device was stored and prepped as per the instructions for use (IFU). The user was experienced with the device. The device was inserted through a hemostatic valve. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will not be returned for evaluation.